Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 800 mg/dl. Symptoms reported include nausea, confusion and bladder problems. The patient reports they had not received a replacement controller due to it being sent to the incorrect address previously reported. The patient reports they administered a manual pen injection of 67 units of insulin resulting in their blood glucose levels not decreasing. Once at the hospital emergency room the patient was treated with manual insulin injections. The patient reports they were at the hospital emergency room for 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.